Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B) (6) 2010, inratio2: 7.5, lab: 5.2. Customer has been testing for 2 weeks and performed several correlations. Results have never correlated well. Patient self tester's target range is 3.0-4.0. No symptoms of bleeding.

Manufacturer narrative:
Data analysis was performed on inr results provided by the customer. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B) (6) 2010. Inratio meter = 7.5 inr. Reference = 5.2 inr. Mean = 6.35. Both values are above 5.0 and not considered discrepant within the context of the documented variability for inr testing. Therefore, no further testing beyond the investigation is required at this time. Meter was returned to biosite on 3/8/2010 for testing. Visual inspection revealed significant contamination on the heater plate. Inratio results provided by the customer are registered on memory and are within the confidence limits. Therapeutic donors were tested using retained strips and returned, in-house and reference (sysmex) meters. Investigation results: see scanned table. The allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out of three replicates for both samples for lot 225323 are within the allowable bias. No discrepant results were established on returned and in-house meters. These meet the above criteria, and then no further action is required. Conclusion: in-house accuracy test was performed with returned meter. Customer's observation of test result discrepancy was not reproduced. There is insufficient information to determine the root cause. As of 03/22/2010, 10 discrepant results complaints were reported for lot #225323 yielding a complaint rate of 0.0006%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established.